Manufacturer narrative:
Zoll medical corporation evaluated the device activity logs and the customer report was observed in the log. The device by design will encounter this situation when the device loses patient contact during the analysis which was confirmed. We were unable to determine any cause related to the loss of patient contact. The electrode pads used during the event was not returned as part of the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.